Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney reported: in 2005 - the pt underwent an incarcerated ventral hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2008 - the pt underwent removal of th mesh patch. It was noted into the operative report that the mesh had torn and migrated causing a recurrent herniation, causing severe injuries.